Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a vent inop alarm condition occured related to the failure of the motor blower. The device's motor blower was replaced to address the issue.